Event description:
The customer stated an axsym analyzer generated discrepant afp results for one patient sample. The axsym generated an initial afp result of 0.04 and a repeat result of 1.9. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The original submission incorrectly listed abbott park, manufacturing site (B)(4). In addition, the investigation found the likely cause of the customer's issue to be the axsym analyzer. (B)(4). Manufacturer report number 1628664-2011-00709 has been submitted to correct this error.